Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient developed pocket hematoma and a pocket revision was performed in late (B)(6), 2015. The patient was in stable condition.